Event description:
The customer reported hemoglobin and hematocrit check flags (indicating the hemoglobin and hematocrit test results did not match) were generated for patient samples when using the coulter lh 780 hematology analyzer. The customer also reported the red blood cell (rbc) results were erroneous high (initial rbc of 5.1 x 10^6 cells/ul, upon retest was 3.9 x 10^6 cells/ul). In addition, review of data provided determined the platelet test results were erroneously high, and the mean cell hemoglobin (mch) and mean cell hemoglobin concentration (mchc) were erroneously low . The customer performed routing troubleshooting to check the blood sampling valve (bsv) and shear valves. The bsv was questionable, and a beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
There were five patient samples involved in this event. Sample #1 was associated with a female, age, date of birth and weight were not provided. There were no patient demographics provided for samples 2, 3, 4 and 5. On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the red blood cell (rbc) dispenser appeared to be pulling excessive bubbles very intermittently during filling, and the rbc dispenser was replaced. The fse identified the failure of the rbc dispenser as a premature failure. Additionally, the blood sampling valve (bsv) was inspected and the bsv shaft was worn; the bsv was replaced, resolving the event. (B)(4).